Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn and missing. The cause of the inability to complete testing is the damaged/missing therapy electrode cable. The root cause of the damaged/missing cable is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a an electrode belt indicating that it would not complete testing.